Event description:
It was reported that a patient with a very large ovarian fibroma underwent a surgical procedure on (B)(6)2010. During the procedure, the fibroma was dissected off and morcellation was attempted. The nature of the tissue made morcellation very difficult and about half of the tissue was removed in small pieces. Then when the device was on full setting, the blade did not appear when the trigger was squeezed. Previous to this in the procedure, the graspers had been heard to be causing pressure on the blade. The morcellation had to be abandoned and as the hospital did not have any large enough bags to pull the tissue out through the vagina, the incision made for the morcellator was extended slightly and the tissue was removed this way.

Manufacturer narrative:
(B)(4) (blade will not advance): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.